Event description:
It was reported that at a regular follow up, the data revealed that the atrial lead impedance was out of range. It was noted that there was an atrial pacing failure and the lead was undersensing. The lead remains in use but a lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.